Event description:
Per the clinic, the patient underwent a skin revision surgery and repositioning of device on (B)(6) 2022. The implanted device remains.

Manufacturer narrative:
This report is submitted on december, 11,2022